Event description:
It was reported that the 4.0x16 mm graftmaster stent was being used to treat a right internal carotid artery blowout caused by a stage IV squamous cell tumor due to cancer of the neck. The patient presented to a hospital in (B)(6), with bleeding out of his ears and nose and was transferred to a different hospital where he underwent coiling and stenting and the bleeding seemed to embolize; however, the patient had a second episode of bleeding out of the nose and ears. The graftmaster stent delivery system would not cross due to the tortuosity of the patient vessel. Ballooning was performed and the patient was transferred to the intensive care unit; however, the patient subsequently died. The cause of death is reported to be due to the carotid blowout due to a tumor from cancer and not the use of the graftmaster device. However, we cannot say with certainty that the failure of the device to cross for treatment did not contribute to the patient death. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patient effect of death is listed in the otw graftmaster instructions for use (IFU) as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures. It should be noted that the otw graftmaster IFU states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. In this case, the cause of death was reported to be due to the carotid blowout due to a tumor from cancer and not the use of the graftmaster device. Although a conclusive cause for the reported patient death, and the relationship to the product, if any, cannot be determined, the reported failure to advance appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.